Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture type of procedure: balloon kyphoplasty level implanted: l2 it was reported that on unknown date, post-op, the implanted cement at l2 migrated out of l2 vertebra. Due to this event, patient experienced recurrence of low back pain. It was earlier planned to perform fixation surgery on (B)(6) 2019 due to this event; but the re-operation is now indefinitely postponed as the patient's general condition is bad. It is judged that there is completely no relevance between the bad general condition of the patient and this event.